Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction procedure with a mentor tissue expander smooth round 400cc tissue expander device that deflated after implantation. The patient reported that there was a loss of volume in her breast. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. Mentor product analysis lab discovered the filling tube cut off with visible striations and a rent at the patch junction. Microscopic examination was performed on the rent and no evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. At this point it is not possible to determine the origin of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).